Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted twisted tubing at the chamber port. The device was leak tested and noted a leak at the twisted tubing. The reported condition was verified. The cause is a manufacturing issue related to the automatic assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a clearlink duo-vent secondary medication set due to the chamber of the set being cracked. This event occurred during spiking of the secondary bag. There was no patient involvement. No additional information is available.